Event description:
Procedure: lavh. Reportedly, the device jaws were sticking to tissue and had to be forcibly removed from tissue. This resulted in what was reported as "excessive" bleeding. A electrosurgical cautery device was used in the attempt to control the bleeding but it did not stop. The surgeon then had to use a clip applier to stop the bleeding. The pt was stable after the event.